Event description:
The customer reported that the unicel dxi 600 access immunoassay system (serial number (B)(4)) generated a low, non-reproducible access ferritin result for one patient on (B)(6), and a low, non-reproducible access hybritech psa result for another patient on (B)(6) 2004. There was no report of change to treatment in association with either result. The access ferritin result was reported out of the laboratory and questioned by the physician. This sample was repeated on the same analyzer and the customer's alternate unicel dxi 600 access immunoassay system analyzer (serial number (B)(4)) and recovered within the reference range. The customer did not provide data for the access ferritin result obtained on the alternate analyzer. The sample was serum, and loaded from the sample presentation unit in the primary collection tube. No other patient sample preparation information was provided. Mdr2122870-2014-00856 addresses this event. The access hybritech psa sample was repeated on the same analyzer and the customer's alternate unicel dxi 600 access immunoassay system analyzer (serial number (B)(4)) and recovered with results of 28.48ng/ml and 26.26ng/ml. The access hybritech psa sample was serum and was sampled from the automation line. No other patient sample preparation information was provided. Mdr2122870-2014-00862 addresses this event. The customer did not wish to troubleshoot or to provide any additional data, and requested service.

Manufacturer narrative:
The patient's age, date of birth, sex and weight were not provided. Service was dispatched and the field service engineer (fse) found the sample pump piston very hard to move and occasionally giving motion errors. The engineer rebuilt the sample pump, replacing the seals and the belt to resolve the issue. The fse verified performance prior to releasing the instrument back to the customer. Associated MDR: 2122870-2014-00856, 2122870-2014-00862.